Event description:
Customer reported that the device would not register correctly when hooked up to the monitor. Additional information explained that the 2 devices involved were not implanted. The zeroing occurred prior to implant. Hospital also explained that they are also sending back a monitor as they were not sure what product had the issue. Surgery was delayed for more than 30 minutes as a result of the hospital trying to find a catheter/icp express box combination.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.